Manufacturer narrative:
(B)(6). Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device broke during preparation. It was reported that the patient is in stable condition. Additional information was received on 5/3/18. The introducer breaks when trying to enlist it. It was intended to make hemostasis to a coronary procedure that was performed. The customer used another angio-seal device. There were no alterations in the patient and hemostasis was achieved with a new angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The 6fr arteriotomy locator and hemostatic sheath associated with the angio-seal evolution device was returned for evaluation. The arteriotomy locator and hemostatic sheath were returned in a stapled polyfoil pouch with an angio-seal evolution label. The carrier tube assembly was not returned. Visual inspection revealed that the arteriotomy locator was inserted into the hemostatic sheath. However, the locator hub was not properly inserted and mated with the hub of the hemostatic sheath. There was a kink in the arteriotomy locator and hemostatic sheath at the blood inlet holes. This caused the distal end of the hemostatic sheath and arteriotomy locator to orient at a 30-degree angle. There were no issues mating the arteriotomy locator and hemostatic sheath. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely than an off-axis force occurred during assembly that caused the reported kink.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. Patient's weight - approximate - (B)(6).